Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: a review of the pump¿s black box showed multiple cs078 motor alarms on (B)(4) 2018. During testing, the pump was powered on to the verify screen alarmed with ¿cs078¿ alarm during rewind step; reported cs078 complaint was duplicated. The pump case was removed and moisture corrosion was found to the motor flex/connector. Unrelated to the complaint, investigation revealed the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit securely. There was evidence of moisture corrosion observed in the battery canister. A leak test failed due a battery compartment leak.